Event description:
The leads or extensions connected to the implantable neurostimulator fractured. They were replaced. Critical info needed to identify the hospital and physician were not reported, which limits f/u avenues. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).